Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the device was fired and the staple line was incomplete and resulted in bleeding. It was not noted if blood products were required or how the case was completed.